Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error. Customer reported moisture damage to the insulin pump. Customer reported that they received open book image on the insulin pump screen. Customer reported crack on the back of the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged critical pump error (open book image) alarm, exposure to moisture and cosmetic damage located at the back found on (B)(6), 2022. Device was received a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received with stuck on flashing medtronic logo with an audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to stuck on flashing medtronic logo with an audio beep alert.unable to download firmware using crest due to stuck on flashing medtronic logo with an audio beep alert. Unable to download history files and traces using thus due to stuck on flashing medtronic logo with an audio beep alert. Device was cut open to perform visual inspection and found corrosion on the electric boar, force sensor, motor and vibrator assembly noted. The original electric board 2 was cleaned and installed and swapped out with a working test electric board1, case, internal battery and motor. Powered the device on using the battery simulator and stuck on flashing medtronic logo with an audio beep alert noted. The original electric board1 was cleaned and installed and swapped out with a working test electric board2, case, internal battery and motor. Powered the device on using the battery simulator and stuck on medtronic logo was noted. Stuck on flashing medtronic logo with an audio beep alert was confirmed due to corrosion on the electric board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label missing and a end cap address label missing. Cosmetic damage was confirmed at the back of the device . Unable to verify critical pump error (open book image) alarm due to stuck on flashing medtronic logo with an audio beep alert. Unable to download firmware using crest, history files and traces using thus due to stuck on flashing medtronic logo with an audio beep alert. Stuck on flashing medtronic logo with an audio beep alert was confirmed due to corrosion on the electric board2. During visual inspection, corrosion was also found on the electric board1, force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The pump passed active current measurement, however failed sleep current. Pump error 75 occurred during self-test. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, and vibrator harness assembly. Successfully utilized thus to download history files and traces. Pump error 38 fatal alarm confirmed during testing and in the history files on (B)(6) 2022 09:10:04.000 due to moisture damage on the force sensor. Force sensor zero offset is within specification 22.1mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, missing display window/cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, battery tube threads - cracked, and label damage. Critical pump error (open book image) alarm not confirmed. Pump error 38 alarm confirmed during rewind and in the pump history/trace files due to pcba 1, pcba 2, force sensor, motor, and vibrator harness assembly. Pump exposed to moisture confirmed at pcba 1, pcba 2, force sensor, motor, and vibrator harness assembly. Cosmetic damage was confirmed at the back of the pump. Unexpected battery power loss confirmed due to moisture damage. Pump error 75 confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.